Event description:
The customer stated that his blood glucose readings had been higher than usual. He performed control tests using 2 different lots of test strips while troubleshooting and received results of 295, 305, and 252 mg/dl. The normal control ranges were 113-162 mg/dl and 115-166 mg/dl. No adverse events were alleged. The meter is to be returned for evaluation, and a replacement meter will be sent.